Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and under water clear passage testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with luer lock adapter was involved in an occlusion alarm incident on a baxter flogard pump. According to the report, the alarm occurred during infusion of lactated ringer&#38112;solution using the extension set with a non-baxter primary set. The solution flowed for a few seconds, stopped, and the alarm then occurred. When the extension set was removed, the alarm cleared and the infusion continued without issues. After the alarm, the extension set was flushed with saline, and the solution flowed through the set with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.